Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the vacuum pump oil, catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(4) 2015.

Event description:
A customer reported an event of a "strong oil smell" (odor) emitting from the sterrad® 100s sterilizer. One healthcare worker (hcw) experienced a reaction of skin rashes. The hcw did not seek nor receive any medical attention/treatment and is reported to be "normal." A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, and system hazard and user misuse analysis. The DHR was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release; the service history for this unit for the past 6 months (08/28/2014 ¿ 02/24/2015) did not reveal a significant trend; the trend of the product malfunction code "odor/smells" was completed from march 2014 through february 2015 and did not reveal a significant trend; the fmea revealed the risk priority number associated with ¿oil odor/smell¿ is at an acceptable level; the shuma defines the risk as broadly acceptable. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend for this sterilizer. As a result, root cause or assignable cause analysis could not be performed. No further investigation is necessary at this time.